Event description:
Routine complaint investigation when a health care facility reported receiving a high glucose reading of 600 mg/dl when compared to a laboratory reading of 160 mg/dl. There was no report of death, serious injury, medical intervention or mistreatment reported with the event.